Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. Ten minutes into the treatment the patient complained of difficulty swallowing, dysphonia, and shortness of breath. The nurse confirmed the patient's respiration rate was 16 per minute and was also experiencing facial swelling and uticartia. The nurse administered clemastine IV and hydrocortisone 200 mg IV and stopped the treatment. The symptoms continued and the patient was transported to the emergency room.